Event description:
It was reported that the stent inadvertently deployed. A 7 x 40 x 130 innova self-expanding stent was selected for use in a vascular intervention. A contralateral approach was used to access the 99% stenosed target lesion that was severely calcified and located in the moderately tortuous superficial femoral artery. The lesion was pre-dilated with a balloon, but the innova would not cross the lesion. The device was removed. The stent looked defective; it looked like the middle catheter had come back, so the distal tip of the stent was exposed. Another innova stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed 1.3cm from the middle sheath. Microscopic examination revealed no additional damages. The pull rack and yellow thumbwheel lock were still in the manufactured position.

Event description:
It was reported that the stent inadvertently deployed. A 7 x 40 x 130 innova self-expanding stent was selected for use in a vascular intervention. A contralateral approach was used to access the 99% stenosed target lesion that was severely calcified and located in the moderately tortuous superficial femoral artery. The lesion was pre-dilated with a balloon, but the innova would not cross the lesion. The device was removed. The stent looked defective; it looked like the middle catheter had come back, so the distal tip of the stent was exposed. Another innova stent was used to complete the procedure. No patient complications were reported.